Event description:
The remstar auto a-flex device was returned to a third-party service center with no initial alleged complaint. No serious injury, permanent impairment, or medical intervention was reported. Upon receipt and evaluation, the device was visually inspected and foam particles were identified within the internal assembly. In addition, dust contamination was observed by the service technician during inspection. Following evaluation, the device was deemed unsuitable for further use and was scrapped by the service center. Based on the evaluation findings, the event was determined to be reportable under FDA 21 cfr part 803 due to the identification of a device malfunction involving particulate contamination within the device assembly.